Manufacturer narrative:
Batch review performed on 19-may-2022. Lot 185116: (B)(4). Expiration date: 2023-aug-21. No anomalies found related to the problem. (B)(4).

Event description:
About 1 year and 10 months after the previous revision surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully.